Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni additional information received: patient was morbidly obese and there were a lot of removals and reinsertions of the instrument into trocar ports, no errors from the generator during the procedure. The risk management department will not release the device, at this time.

Event description:
It was reported the doctor was performing a laparoscopic supracervical hysterectomy and the I-blade was difficult to advance when transecting tissue. The doctor removed the enseal instrument from the patient and the top jaw of the instrument broke off and flew across the sterile field but wasn't in the patient when it broke off. The doctor performed an x-ray of the patient, delaying the procedure by one hour, to verify there wasn't any pieces of the enseal still in the patient. No pieces were found in the patient as a result of the x-ray. The procedure was completed using a competitors device. A linaloop was used to perform the copotomy.

Manufacturer narrative:
(B)(4). Batch # iyzd23752. The device was received the lower jaw detached at the welding point and the upper jaw was detached not returned with the device. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. No conclusion could be reached as to what could cause this type of issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.